Event description:
It was reported that balloon rupture occurred. The target lesion was located in the external iliac vein. Two xxl esophageal balloon catheters with the size of 16-4/5.8/75 and 14-4/5.8/75 were advanced for dilation. However, when the balloons was inflated by nominal pressure, the balloons ruptured. The procedures were completed with another xxl balloon catheters. No patient complications were reported and the patient's status was fine.